Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/04/2021, it was reported by a sales representative via email that an ar-7300ds dissector created metal shavings in the joint. Additional information requested. Additional information provided on 11/11/2021: an ankle arthroscopy was being performed. Debris was produced, and all fragments were retrieved. The case was completed successfully using a new ar-7300ds.